Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon could not get the torque handle to "click" and was concerned he was about to strip the cam lock. We could not be sure whether the handle or the drivers were he issue.

Manufacturer narrative:
Visual inspection of the uniplate cam tightener torque handle exhibited no sign of damage. The torque handle was tested torque test machine per the print to ensure that it is correctly limiting torque. All data for this test were above the acceptable limits of the instrument. Complaint is no longer reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.